Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "possible cyst", "significant swelling and pain, and small amount of periprosthetic serosanguineous fluid," and "old hematoma". Device has been explanted.

Event description:
Healthcare professional reported right side "possible cyst", "significant swelling and pain, and small amount of periprosthetic serosanguineous fluid," and "old hematoma". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases flat, curved opening on posterior, overweight and brown particles in the gel. A visual and microscopic analysis was performed which identified; two striated curved opening. Based on the device analysis the final assessment is: two striated opening assessed as surgical damage consist in the use of some surgical tool.